Manufacturer narrative:
Vyaire fsr evaluated the ventilator and conducted operational verification procedure. According to the results, the o2 level is out of specification. Fsr replaced the o2 sensor and tested the unit. No failure found.

Event description:
The customer reported that the avea std comp was placed on a patient, the volumes are all over the place. As of this time, there is no information about patient harm in this reported event.